Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff of the device was deeply wrinkled even it was inflated. There was no patient harm.